Event description:
During the procedure the shaft of this device kinked while attempting to pass through the aortic valve without a wire. It was necessary to remove both the sheath and catheter in order to complete the procedure. A large hematoma was detected at the insertion site and a scheduled ptca was unable to be performed. The pt is reported as fine.